Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining a blood glucose reading of ¿25 mg/dl¿ on the subject meter. The patient does not currently take any medication for their diabetes. The patient was unable or unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing a symptom of ¿passed out¿ some time after the alleged product issue began. The patient reported being treated in hospital for this symptom on december 30, 2014 but could not recall the type of treatment received. The patient reported testing their blood glucose on a hospital meter but could not recall the result. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom and required hospitalization after the alleged product issue began.